Event description:
A sales representative reported that the physician has been using dermabond for the past 8 years without any difficulties. The adhesive has been used on cancer patients that are having a port inserted. Following the port insertion the incision is closed with a subcutaneous stitch, then 2-3 layers of dermabond topical skin adhesive are applied at the insertion site. In the last 8-12 weeks eight patients have experienced wound dehiscence at port insertion site. Two of these eight patients also had an abscess at the site; as a result, the ports had to be removed. These two dehiscences/infections occurred in the last two weeks. It is unknown if the suture was still present at the incision sites. The product lot number used on these patients is unknown; however samples from two lots were returned for evaluation. No additional information available at this time.

Manufacturer narrative:
Returned product from lots 037094 (exp. Date 3/31/2007) and 077194 (exp. Date 7/31/2007) were evaluated for setting time/setting temperature and tested well within release specifications. The event description does not suggest that the functional performance of the device was out of specification. The package insert indicates that the adhesive should not be used in areas exposed to prolonged moisture or friction. The area should be dry prior to applying the adhesive to assure direct contact for adherence of the adhesive with the skin. Package insert also states that patients treated with dermabond topical skin adhesive should be instructed that until the polymerized film has sloughed naturally (usually in 5-10 days) there should be only transient wetting of the treatment site. The patient may shower and bathe the treatment site gently. The site should not be scrubbed, soaked, or exposed to prolong wetness until the film has sloughed off naturally and the wound has healed closed. Some information for this report may not have been provided at this filing. If the information is provided at a later date, a supplemental filing will be sent.